Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will be investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries and harness have been replaced.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the device had a damaged battery. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that a battery depleted set alarm occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.